Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call high blood glucose. Customer's blood glucose level was 400 mg/dl. Customer was advised to change out their set. Customer was advised to call back if they would like to further troubleshoot and their blood glucose remains high.